Manufacturer narrative:
Mentor received additional event information that the patient also experienced bilateral capsular contracture, baker grade unknown. As a result, the patient underwent replacement with mentor memorygel breast implant, 350cc on the left (catalog # 3503501bc, left lot-serial # (B)(6) and 400cc on the right (catalog # 3504001bc, right lot-serial # (B)(6)) on 09-oct-2020. The device evaluation summary was updated to include: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: during a visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, tear within the siltex cracking was noted measuring approximately 4.0 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation with two textured mentor memorygel breast implants (a revision procedure with 340cc on the left and a primary procedure with 350cc on the right) has experienced bilateral rupture of implants and bilateral breast pain postoperatively. As a result, the patient is scheduled to undergo explantation and replacement with unspecified mentor breast implants on (B)(6) 2020. This medwatch report is for the right-sided implant.